Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having worsening pain. The patient underwent an explant procedure. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient was having worsening pain. The patient underwent an explant procedure. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility. No further information has been obtained despite good faith efforts. Additional information was received that all device components were explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 17674223.